Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 600mg/dl. The customer's most current level was 72mg/dl. The customer treated the highs with manual injection. Troubleshoot was conducted. The customer was advised tubing clamp would be sent in order to conduct high pressure testing. The customer was advised to change entire set, reservoir and insulin. The customer was requested the pump be replaced. The customer was advised the pump would be replaced and returned for analysis.